Event description:
It was reported that an alert triggered for high right ventricular (rv) coil impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.